Event description:
The clinician reports the implant was inserted (B)(6) 2008 in the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2023, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2008 in the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid-19 pandemic in accordance with FDA guidance "post-marketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.